Event description:
Patient reported obtaining a blood glucose result of "hi" (>600 mg/dl), while using the suspect device. Based on this result, patient reportedly sought treatment at his physician's office. Patient indicated that blood glucose was tested on physician's device, 15 minutes later, with a result of 136 mg/dl. Patient jindicated that he immediately retested, using the suspect device, and obtained a result of "hi". No patient injury was reported and no treatment was received. Patient indicated that quality control testing was performed on the suspect device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.